Event description:
The customer contact reported charring of the ac power cord. The device was returned to the central supply dept for an unspecified issue. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During visual inspection at the user facility, a small hole in the outer insulation and charring was noted near the strain relief of the ac power cord. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.